Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt's pocket was uncomfortable. The pt's pocket was relocated from the belt line towards the pt's stomach. The pt is reportedly doing well.